Event description:
Endo gia stapler - (B)(4), lot: n0j0378 - with reload endo gia universal roticulator 60-3.5 -(B)(4), lot: nol0187- clamped onto patient's bowel and could not open it. Surgeon pulled stapler from bowel one side at a time without tearing or injuring the bowel. No harm to patient occurred.